Manufacturer narrative:
Stryker evaluated the device and was able to verify but unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had interference while using pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.